Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4).

Event description:
The following was reported to hamilton medical ag: customer complained of technical faults when turning on the ventilator to start running pre-op tests to use the vent. As soon as the vent was turned on into standby it started giving out technical faults. No patient involved. No harm to patient and/or third party is reported. Still under investigation.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. Customer complained of technical faults when turning on the ventilator to start running pre-operational tests to use the ventilator. As soon as the vent was turned on into standby it started giving out technical faults. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was determined to be a defective control board and pressure sensor assembly. After replacing the control board, pressure sensor assembly, upgrade of the software to 3.0.3, all software tests, preoperational checks and functional checks passed, for both neo and adult/ped applications. And the device was released back into use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to hamilton medical ag: customer complained of technical faults when turning on the ventilator to start running pre-op tests to use the vent. As soon as the vent was turned on into standby it started giving out technical faults. No patient involved. No harm to patient and/or third party is reported. Still under investigation.